Event description:
It was reported that the customer was found unconscious and had to be taken by paramedics to the hospital due to hypoglycemia. Troubleshooting was performed, and it was found that the insulin pump had alarmed button error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.